Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that cutter shaft could not be inserted to a trocar halfway and felt a hump on the shaft during the cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Corrected information provided in b.1., b.2., b.5., and h.11. Upon further review of the initially reported information, it was confirmed that the hump in shaft of cutter was not referring to bend, and this information does not meet the criteria for a reportable malfunction. The manufacturer internal reference number is: (B)(4).